Manufacturer narrative:
Additional information provided in a.1., a.3., d.11., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), was "stuck in cartridge would not eject". There was reported patient contact and the procedure was completed using a backup lens. Additional information was requested.